Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. There was no missing material and no sign of thermal damage; however, the internal wires were exposed. The conductor wire was not fully broken. The instrument passed recognition and engagement tests and moved intuitively with the full range of motion. The grips opened and closed properly. The instrument failed the electrical continuity and energy delivery tests. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken wire at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.